Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted to check on their therapy settings because they hadn¿t been urinating as much as they would like to for the past few days. The caller stated that they knew they should be urinating more because they started taking water pills again. Information was reviewed and the caller stated their ins was off. The caller stated they didn¿t remember turning stimulation off, but that they recently had an ultrasound and weren¿t sure if they turned the device off for that or not. It was reviewed to turn the therapy on for it to be effective and the caller successfully turned stimulation back on. The patient was on program 3 at 0.8v and were comfortable. The caller was going to monitor their symptoms now that the change was made and follow up with the healthcare provider if not resolved. No further complications were reported.